Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed open sores under the lifevest equipment. Patient described the area as weeping, bleeding, and open sores like a burn. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to temporarily remove the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.